Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated that the down arrow on the side of the pump is defective and has worn away. It is currently not functioning correctly. No adverse event reported. Requested return of the alleged pump for evaluation.